Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to sticker pages for the patient only. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on the legal claim and patient's legal fact sheet provided to davol by the patient's attorney: (B)(6) 2009 - patient underwent an unspecified pelvic procedure with implant of a non davol mesh to repair pelvic organ prolapse. (B)(6) 2009 - patient underwent an unspecified revision procedure with implant of a non bard/davol mid urethral sling to treat stress urinary incontinence. (B)(6) 2012 - per the patient's legal fact sheet, the patient underwent an unspecified pelvic procedure with implant of a bard/davol flat mesh to repair pelvic organ prolapse. (B)(6) 2012 - per the patient's legal fact sheet, the patient underwent an unspecified revision procedure due to vaginal and pelvic pain and severe dyspareunia. It is alleged the patient experienced pain, urinary problems, bowel problems and dyspareunia.